Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm, missing segments/partial display or rainbow color on screen noted. Pump was tested with liquid filled reservoir and no air bubble anomaly noted. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked belt clip slot. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm and was damaged. The customer¿s blood glucose level was 326 mg/dl at the time of the incident. The customer reported difficulties with blood glucose levels and alarms. The customer stated the screen looks discolored like a rainbow and has green and yellow on the edges. The customer¿s current blood glucose level was 386 mg/dl and was treated by the insulin pump and manual injection. The customer did troubleshoot the issues. The insulin pump will be returned for analysis.